Event description:
Doctor had removed 1st chest tube successfully. While removing 2nd, nurse recalls hearing dull pop, a small piece of tube was removed. Upon 6" still inside patient. Patient was x-rayed for tube location and scheduled for surgery that afternoon to remove remaining piece. Surgery was successful with no complications.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing, telemetry failure, tubing. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.